Manufacturer narrative:
It was unknown if the initial reporter sent report to the .

Event description:
On (B)(6) 2013, the patient reported that she had been in the hospital on (B)(6) 2013 with diabetic ketoacidosis. The patient experienced pain, dry mouth, and nausea and she gave herself a bolus. 30 minutes later she was incapable of self-treating and her husband took her to the hospital. Her blood glucose level was 630 mg/dl at the hospital. Her normal range is 180-280 mg/dl. The patient was given an IV of insulin. While at the hospital she was taken off the infusion device and staff removed the infusion set. It was found that the cannula was bent when the infusion set was removed. The patient feels that the device should have displayed an error message to alert her of the bent cannula, but it did not. She has lost confidence in the infusion device. The infusion device was replaced and was requested to be returned for product evaluation. The infusion set was discarded; therefore, it cannot be requested to be returned for evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.